Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.

Event description:
New information received states the implantable cardiac defibrillator exhibited premature battery depletion.